Manufacturer narrative:
Company comment: the serious unexpected event of mycobacterium abscessus infection and the non-serious expected events of swelling, erythema and pain at implant site were considered possibly related to the treatment. Seriousness criteria includes the need for medical intervention and hospitalization to prevent permanent damage. The potential root causes includes the injection procedure associated with inadequate aseptic technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. The reported lot number was valid and verified the reported product. To date, twenty-one case reports, including this case, have been reported for this lot number. However, this case remains the only one involving mycobacterium abscessus infection. A repeat batch record review was conducted. Sanofi has confirmed that no quality issues have been identified in the overall manufacturing process of the specified batch. The batch conformed to cgmp and specification requirements. The information available in this case does not indicate a non-conforming product or malfunction. The investigations performed are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations..

Event description:
Case reference number (B)(4) is a spontaneous report sent on 04-mar-2026 by a physician in switzerland concerning a 51-year-old female patient. Additional information was received on 04-mar-2026 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2025, the patient received treatment with sculptra (lot 5j3061, expiry date 31-may-2028) to the face including the temple, zygoma and jugal areas (unknown amount, injection technique and needle type). The sculptra treatment was performed in mexico. The day following the treatment, on (B)(6) 2025, the face of the patient was very swollen (implant site swelling). The patient reported feeling that something was wrong. Three weeks after treatment, the patient noticed swelling, redness (implant site erythema) and tenderness (implant site pain) of the injected areas, limited to the right side of the face. In the subsequent weeks, the patient developed facial abscesses caused by mycobacterium abscessus (mycobacterium abscessus infection), which was described as an aggressive and multidrug-resistant bacterium. Due to the severity of the condition, in 2026, the patient was referred to (B)(6) in switzerland for management. She was hospitalized and received treatment with unspecified intravenous antibiotics. On (B)(6) 2026, a swab sample from the facial abscess was collected. Culture results revealed that the aerobic culture was sterile after 72 hours of incubation, with no anaerobic germs detected. Mycobacterium abscessus was present. On (B)(6) 2026, antibiogram results demonstrated susceptibility to cefoxitine, imipeneme and amikacine, resistance to clarithromycine, ciprofloxacine, levofloxacine, moxifloxacine, doxycycline and minocycline, variable to tigecycline and clofazimine and susceptibility under conditions of high exposure. At the time of follow-up reporting (on (B)(6) 2026), the patient was being treated in the infectious disease department, and treatment for the infection was ongoing. The patient stated that she suspected a counterfeit sculptra product. Initially, the physician informed her that the provided lot might have been contaminated with bacteria, however, the healthcare professional later informed the patient that there was nothing wrong with the product and that contamination could have occurred during product handling. The physician highly suspected contamination during the dilution of sculptra. On 04-mar-2026, the event was reported and indicated that the event occurred in switzerland. Outcome at the time of the report: mycobacterium abscessus was not recovered/not resolved/ongoing. Swollen was not recovered/not resolved/ongoing. Redness was not recovered/not resolved/ongoing. Tenderness was not recovered/not resolved/ongoing. Tracking list: v.0 initial report: v.1 fu received on 12-mar-2026 and 16-mar-2026 from the same reporter. Seriousness criteria of hospitalization added. Events (implant site swelling, erythema and pain) were added. Patient demographics, suspect device implant date, location, reporter causality, event outcomes and laboratory tests were updated. Batch record review results were obtained on 09-apr-2026.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 04-mar-2026 by a physician concerning a female patient on unknown age. Additional information was received on 04-mar-2026 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with sculptra (lot 5j3061) to face (unknown amount, injection technique and needle type). The sculptra treatment was performed in (B)(6). After treatment, in the subsequent weeks, the patient developed facial abscesses (implant site abscess) associated with mycobacterium abscessus (mycobacterium abscessus infection), which was described as an aggressive and multidrug-resistant bacterium. On 04-mar-2026, the event was reported and indicated that the event occurred in switzerland. Due to the severity of the condition, the patient was referred to the (B)(6) hospital for management and received treatment with unspecified intravenous antibiotics. Outcome at the time of the report: abscesses was unknown. Mycobacterium abscessus was unknown.

Manufacturer narrative:
Company comment: the serious events of mycobacterium abscessus infection and abscess at implant site were considered expected and possibly related to the treatment procedure. Seriousness criteria includes the need for medical intervention to prevent permanent damage. The potential root causes includes the injection procedure associated with inadequate aseptic technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To date, twenty-one case reports, including this case, have been reported for this lot number. However, this case remains the only case involved mycobacterium abscessus infection. A repeat batch record review will be conducted to rule out potential non-conforming product, and additional case information will be requested. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.